Event description:
During a supracervical laparoscopic hysterectomy the rubber stopper inside the trocar of the morcellator fell off into the body cavity. It was retrieved without incident.====================== manufacturer response for morcelator, ethicon gynecare disposable morcellex morcellator======================will release to manufacturer upon their request.